Event description:
The customer reported via a follow up phone call that she had been hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer stated that the hospital workers did instruct her to remove the insulin pump from her body. She reported that she had tried to take her life while using the insulin pump. She stated that she had been hospitalized in a stress unit and was recently discharged. She declined to provide any further information regarding the hospitalization. Over a week later, she reported via phone call experiencing high blood glucose and issues with sensor insertion. She was advised to take a break from inserting the sensors. She complained of excessive thirst. The customer's blood glucose was 495 mg/dl, which was treated with 5 units insulin, and dropped to 435 mg/dl by end of the call. The customer showed difficulty with following instructions, as her mind seemed to be racing. She expressed being overwhelmed and did not adhere to troubleshoot assistance directions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # s 3004209178-2015-55769, 2032227-2015-15423.